Manufacturer narrative:
The patient was noted to have gained weight in excess of 30 pounds after implanting the nalu system. Testing of the device confirmed no failure or malfunction, thus concluding that the patient weight gain allowed the tissue over the ipg to increase and the fatty tissue reduced stability of the device.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 to treat lower back and upper leg pain. At the time of implant the implantable pulse generator (ipg) was placed in the lower back area. Patient reported significant reduction in pain score while using the nalu system. Late in 2024 the patient noted that the ipg was no longer communicating consistently with the external components and field assessment found that the communication issues were due to depth and position of the ipg. A surgical procedure was performed on (B)(6) 2024 to reposition the ipg. During the procedure the original ipg was removed from the pocket and tested to confirm it was functioning as expected. No issues were noted with the device, however the physician was concerned with potential handling damage during the procedure and elected to place a new ipg. The new component was placed more medial and more superficial to correct the communication issues.